Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed flow sensor would not latch when tubing was inserted due to a missing hinge pin. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor would not fully latch after installing the tubing. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.